Manufacturer narrative:
General information intra operative incident. The instrument arrived in decontaminated condition. Consequences for the patient according to the available information there were no negative consequences for the patient. Investigation we made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are four further complaints with this lot and this error pattern at hand. Conclusion and root cause the root cause for the problem is most probable usage related. Rationale without further knowledge about the circumstances we expect, that the surgeon spread the downtube not completely with the removal key as mentioned in the instructions for use (IFU), so that the catch broke off during removal. Corrective action a product safety case was launched.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ennovate. According to the customer report: "nose" broken off, x-rays and computed tomography (CT) showed nothing." An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event is filed under (B)(4).